Event description:
The following information was provided by the affiliate: 19 days following cypher stent placement, the pt developed chest pain and st depression was noted on EKG. Heparin 12, 0000 u/day was given. Repeat angiography revealed thrombus in the cypher stent. An intra-aortic balloon pump (iabp) was inserted and the pt was taken for coronary artery bypass grafting (CABG) the following day. No treatment was provided in the cath lab. Per the procedural physician, the possible cause of the sat may be due to inadequate anti-platelet therapy, the pt was dehydrated and the pt had additional (untreated) lesions: left anterior descending (lad) with 99% stenosis and right coronary artery (rca) with 75% stenosis - so the pt was at high risk. This pt was admitted to the hospital with an acute myocardial infarction (mi) and emergently taken to the cardiac catheterization lab for further evaluation/treatment. Medications administered pre-procedure was ticlopidine (200mg/day) since july 2005. The target lesion is identified as an eccentric, class c de novo lesion of the obtuse marginal (om). This is a bifurcating lesion 30 mm in length with possible thrombus present. There is no calcification noted and the vessel was not tortuous. The lesion was not pre-dilated. A cypher 30. X 33mm was deployed at 14 atms for 60 seconds. Post-dilation was conducted with a 2.75 x 12mm balloon at 22 atms for 150 seconds. Ivus was conducted. Timi pre-procedure was 0 and post-procedure was 3. Residual stenosis was 0%. Act was not measured. Medications administered the day of the procedure included sarpogrelate hydrochloride (300mg/day).